Manufacturer narrative:
Exact date unknown, event occurred approximately three years ago from the date the manufacturer became aware of the event. Explant date: 2 to 3 years ago.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.